Manufacturer narrative:
Root cause: no root cause was identified. The cautery pencil has not been returned to deroyal for evaluation. Corrective action: a corrective action has not been taken due to the root cause determination. Production records were reviewed, and no issues were found. An inventory check was made, a total 8 cases of the cautery pencils were inspected, and no functional discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received reporting the cautery pencil in the (cmc extremity pack) burned the patient. Additional information was received from the user facility stating, "the cautery device gave an error message upon being plugged in. The cautery was working intermittently, so the surgeon continued to use it. Another was not requested at that time, as it was doing the task. When it was set down for a moment and not in the holster, it turned on with no input and burned the patient's skin. It caused two areas of skin damage, limited to two small 1 cm burns on the patient's leg. The device was immediately replaced at this point. The patient's skin was sutured and dressed with the rest of the incision. The burns are expected to heal uneventfully. The patient was notified after the case. Biomed tested the bovie pencil with a different esu. Cut intermittently functioning. Coag functional." Deroyal received initial information indicating that pencil was not placed into holster during surgical procedure. The cautery pencil has not been returned to deroyal for evaluation. (B)(4). This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Cautery pencil in the (cmc extremity pack) reported to have burned the patient.